Event description:
Customer reported excessive no delivery alarms on her insulin pump. Customer was hospitalized for high blood glucose on (B)(6) 2014. On the morning of (B)(6) 2014, customer was vomiting. Her blood glucose was over 1000 mg/dl when admitted. Customer stated she was fine until she was hospitalized. She had diabetic ketoacidosis and was treated with an insulin drip. The doctor tried to switch customer from the insulin drip to the insulin pump, but the device alarmed no delivery. When customer got home, she did another infusion set change and the device alarmed no delivery again. In troubleshooting, it was found that the cannula was bent. Customer stated every infusion set she has used from this lot has had a bent cannula. The cannula was bent at a sixty degree angle. Customer stated the insulin pump has worked fine until this box of infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).